Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states customer took "novolin" and humalog based on result of 8.9 mmol/l obtained on the compact system. 10-15 minutes later while eating pizza, customer began to have low blood glucose symptoms. Customer tested 2.0 mmol/l on the compact system and began to lose consciousness. Customer began choking and caller attempted the heimlich maneuver and contacted an ambulance; caller was able to dislodge the food and tested customer on the compact system. Customer tested 1.2 mmol/l and caller moistened her mouth with orange juice. Caller re-tested customer and result was 3.8 mmol/l within 10 minutes of result of 1.2 mmol/l. Customer was taken to the hospital and received unspecified medical treatment; she was released a couple of days later. Customer's condition improved. Requested return of suspect device however customer no longer has the system.